Manufacturer narrative:
A getinge field service engineer (fse) reported that they were able to confirm the issue related to the cracked upper panel assembly, but was not able to confirm the autofill failure alarm. The fse replaced the upper panel assembly and the unit passed all functional and safety tests.

Event description:
It was reported that during check out procedure prior to demo, the cardiosave intra-aortic balloon pump (iabp) had a cracked upper panel assembly and autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checkout procedure prior to demo, the cardiosave intra-aortic balloon pump (iabp) had a damaged console. There was no patient involvement.